Event description:
Information was subsequently received that the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was unable to be confirmed during laboratory testing.

Event description:
Boston scientific received information that high out of range pacing impedance and high pacing threshold measurements were observed on this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. Boston scientific technical services (ts) discussed the issue and suggested measures to further evaluate the system. Additional infomation received indicating that all other measurements were with in range. No revision procedure was done and the patient will be monitored. The patient was scheduled for a provocation test on a later date. The ICD and ra lead remain in service. No adverse patient effects were reported.

Event description:
Information was subsequently received that all recommended testing was performed. No noise was induced. Ts confirmed the increase in impedance measurements was gradual. As there was a gradual impedance increase with a change in threshold measurements, fibrosis was suspected. It was indicated the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.